Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device does not occlude. There was no patient involvement.

Event description:
It was reported that the device does not occlude. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01, annex c: c07, annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of unit does not occlude was confirmed. Received on 31-dec-2024 into bd san diego operation¿s lab. Lvp was received unboxed and with paperwork. External inspection indicates a damaged rear case. Unit failed patient side occlusion test on asm. Internal inspection revealed some flux contamination on the motor control board. Installed a test motor control board into the unit and passed patient side occlusion test on asm. Failed patient side occlusion due to faulty motor control board. Defective material from supplier. Dented rear case. Unable to determine where the damage originated. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the motor control board and damaged rear case. Failure investigation report attached to on in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.